Event description:
This ra lead was implanted on (B)(6) 1994 and remains implanted at this time. A call was placed on (B)(6) 2018 to technical services stating that this lead exhibited noise. The patient was hospitalized. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).